Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 01-nov-2020, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿micro usb port loose rattler and bad pins - failed battery charging bench test ¿ tm90 micro usb port/hub is visually damaged (micro usb hub bracket broken).¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their communicator would no longer charge. The orange light did not turn on and the communicator rattled like something was loose. Per the patient, they had tried 3 different chargers to see if that was the issue. A replacement communicator with an adaptor was requested from the repair department because the communicator was not taking a charge. No patient injury reported.